Event description:
The procedure was a cystoscopy, right ureteral stent removal, utilizing a basket technique for extraction. The fiber was visualized when passed to the field, and no obvious signs of damage were noted. The laser setting was set to 'dusting'. Continuous irritation was noted. The physician was looking at the stone on the monitor when the fiber caught fire. There was a minimal delay (less than 5 minutes), with no changes to the patients health or overall treatment course. Additionally, neither the physician or the staff were harmed during this event.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.

Event description:
The customer reported that the fiber on his olympus 200 micron tfl single use fiber caught fire during an unspecified procedure. According to the initial reporter, a crack was present approximately 10cm from the hub and the fiber caught fire. A second fiber was used to complete the procedure without any patient harm.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection. The proximal cap was removed and the connector end was completely separated from the fiber jacket. The connector end had signs of burning or fire such as charring and melting of the strain relief on the connector end. The distal end appeared to have possibly been cut or broken since there was not obvious signs of burn back or fiber tip discoloration. The broken end also did not have signs of charring or burn back. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause of this issue has been determined to be related to mishandling of the device. The device was likely stressed near the strain relief to the point that the fiber cracked and released energy causing the fiber to catch fire/ smoke. Olympus will continue to monitor field performance for this device.